Manufacturer narrative:
Evaluation results received from howmedica gmbh in keil, germany indicate that this event cannot be evaluated because the device was not returned for evaluation.

Event description:
A grosse & kempf nail was implanted on 12/20/96. The pt was allowed to 1/6 weight bear 2 weeks after the surgery. The proximal anterior posterior screw was found broken in an x-ray on 7/30/97. The surgeon noted that he wanted to extract the nail because of good bone healing. However, the device is still implanted.